Event description:
Date of implant: (B)(6) 2022. Damaged haptic after implantation. Serial number, diopter power, and expiraton date: not provided. The doctor noticed the trailing haptic was detached from the optic just after implantation. The iol was not explanted from the eye. Patient condition: no clinical signs, symptoms, or conditions health impact: no health consequences or impact.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). (B)(4). Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes additional information not available/included in the initial report. The product was not returned to the manufacturer and the serial number was not provided. The investigation was conducted, with the methods and results as noted below. The appearance check could not be performed. From our investigation, we couldn't confirm the reported event. The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Date of implant: (B)(6) 2022: damaged haptic after implantation. Serial number, diopter power, and expiraton date: not provided. The doctor noticed the trailing haptic was detached from the optic just after implantation. The iol was not explanted from the eye. Patient condition: no clinical signs, symptoms, or conditions health impact: no health consequences or impact.